Event description:
It was reported that part 413.010s was in the package instead of part 413.020s. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for inspection. Our investigation showed that the article 413.010s, lot 2747402 is in the inner sterile package instead of 413.020s, lot 2745382 as shown on the outer package. This is a packaging fault which was not detected during the control procedure. As no other complaints have been received, this is considered an isolated case. This complaint is valid.